Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A doctor reported that during a cataract extraction with intraocular lens (iol) implant procedure, it was discovered that the iol was scratched while looking at the patient's eye under the microscope. The doctor postponed the surgery. Additional information was provided that the lens was removed and the procedure was postponed. There was no additional information that another lens was implanted.

Manufacturer narrative:
The lens was returned. Viscoelastic is dried on the lens. The lens was cleaned with lphse. A scratch is observed on the posterior optic surface near the edge. The reported scratch was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).